Manufacturer narrative:
The device investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4) during an ischemic ventricular tachycardia procedure, it was reported a magnetic interference error being displayed on pentaray nav high-density mapping catheter while connected into 20 pole b. The cable was replaced and the system was rebooted without resolution on the issue. All cables were unplugged from the front of the patient interface unit (piu) and the error cleared. When the pentaray was introduced again, the error came back. The thermocool sf nav bi-directional catheter was used to map and subsequently noise from all of the poles was being displayed on the carto 3 and on the ep recording system. The ablation cable was replaced and the issue remained. When the thermocool catheter was replaced, the issue was resolved. The procedure was continued and completed successfully without any patient consequences. The returned device was visually inspected and the connector pins had some foreign material. Per the event, the catheter was tested for electrical performance and was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent foreign material around the connector from leaving the facility. The customer complaint was not confirmed. The origin of the foreign material remains unknown.

Event description:
During an ischemic ventricular tachycardia procedure, it was reported a magnetic interference error being displayed on pentaray nav high-density mapping catheter while connected into 20 pole b. The cable was replaced and the system was rebooted without resolution on the issue. All cables were unplugged from the front of the patient interface unit (piu) and the error cleared. When the pentaray was introduced again, the error came back. The thermocool® sf nav bi-directional catheter was used to map and subsequently noise from all of the poles was being displayed on the carto 3 and on the ep recording system. The ablation cable was replaced and the issue remained. When the thermocool catheter was replaced, the issue was resolved. The procedure was continued and completed successfully without any patient consequences. On february 3rd, additional information was received from the bwi representative stating that there was noise on the ablation catheter (a high frequency and constant) while the ECG was lost. The catheter was plugged in but not inside of the patient. The physician decided to only map with the ablation catheter but due to the presence of noise and loss of ECG signal, it was not capable to interpret them. Due to the additional information, this complaint became reportable. (B)(6).